Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an unexpected low tidal volume and low minute ventilation alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that there was no adverse impact resulting from the event, and that the device was forwarded to the medical equipment department of the customer site. This investigation is ongoing.